Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at around 05:00 pm, the patient's spouse found her unconscious. The husband called the paramedics and they arrived after 5 minutes and checked patient's bg which was 777 mg/dl and they saw a cut on patient's head, which was probably caused by hitting her head when she passed out. The patient said that she has no symptoms before she passed out. She also added that before she passed out, her dexcom receiver showed egv 200 mg/dl to 300 mg/dl but her own bg meter was showing high with no value because it can only go up to 500 mg/dl. The patient did not self treat when her own bg was showing high. The paramedics did not provide medication and treatment. The paramedics brought the patient right away to the emergency room (ER). At the ER, her bg was 777 mg/dl when checked and dexcom receiver showed egv around 300 mg/dl. They administered insulin drip and saline via IV then transferred the patient to the ICU. The patient gained consciousness at the ER after all the ivs were administered. The patient was discharged in the afternoon of (B)(6) 2025. Before she was discharged, her bg was around under 200 mg/dl and she was not wearing cgm during this time since it was already removed at the ER. She was better after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the b zone of the parkes error grid was taken in the ER.